Event description:
On (B)(6) 2025 the end-user reported that they were hospitalized with diabetic ketoacidosis (dka) following administration of the concomitant medication jardiance. The end-user was removed from the ilet during hospitalization and later reconnected with new supplies. No symptoms or long-term effects were reported.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. Based on available information, the end-user was hospitalized with diabetic ketoacidosis (dka) after reported administration of the concomitant medication jardiance, which is known to be associated with dka. The ilet was removed during hospitalization and subsequently restarted with new supplies. A follow-up report will be submitted if additional information becomes available.